Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review was not performed as no device specific failure modes were identified. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. The device was not part of a recall. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient reports pain after revision, especially when bending over and has burning sensation in hip. Pain wakes patient up at night. Patient's doctor reports that x-rays are not showing anything wrong.

Manufacturer narrative:
The following other devices were also listed in this report: tritanium revision acetabular; cat# 509-02-58f; lot# mhr12m. Gap plate screws; cat# 2080-0040; lot# mjdh3w. Pca 36mm femoral head +5mm offset; cat# 6280-0-236; lot# 10e6348. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient reports pain after revision, especially when bending over and has burning sensation in hip. Pain wakes patient up at night. Patient's doctor reports that x-rays are not showing anything wrong.